Event description:
The customer observed falsely elevated alinity I total hcg results for one sample. The following results were provided: (customer provided negative results < 2.30 miu/ml) (B)(6) 2024 sid (B)(4) initial result 30.16 miu/ml, repeated on another alinity: negative the customer replaced and calibrated the reagent, the sample was repeated to be negative (< 2.30 miu/ml) no impact to patient management was reported.

Manufacturer narrative:
Additional information in sections: d4 primary UDI number; d8 - was device serviced by third party? The complaint investigation for falsely elevated alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search did not identify an increase in complaint activity for the issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the likely cause lot number and complaint issue. The overall performance of alinity I total ss-hcg reagent was reviewed using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I total ss-hcg reagent kit for lot number 57059ud00 was identified all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: (B)(6). E1 phone number complete information: (B)(6). This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21 / 31. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I total -hcg results for one sample. The following results were provided: (customer provided negative results < 2.30 miu/ml) (B)(6) 2024 sid (B)(6) initial result 30.16 miu/ml, repeated on another alinity: negative the customer replaced and calibrated the reagent, the sample was repeated to be negative (< 2.30 miu/ml) no impact to patient management was reported.